Event description:
It was reported that the right ventricular (rv) lead exhibited unstable threshold, occasional failure to capture and exit block. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.